Event description:
Non-revision due to instability. Revision was proposed, but pt also needs surgery on right shoulder, so a date for revision has not been set. This event report was received through clinical data collection activities.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.